Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. Baxter will continue to monitor similar reports for tracking and trending purposes.

Event description:
During the product evaluation at baxter, it was discovered that the colleague infusion pump had an upstream occlusion on channel c. There was an upstream occlusion false alarm that occurred. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown for this device.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was a faulty phm (pumphead module). The phm has been replaced. Additional: the service history review revealed that this device was not previously serviced for the reported condition.